Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 476 mg/dl and customer¿s blood glucose at time of incident was 436 mg/dl. Customer was performed self test and it was passed. The insulin pump will be returned for analysis.